Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer's blood glucose was 58 mg/dl and the sensor did not alarm. Sensor reading was 135 mg/dl. Customer ate 3 candies and passed out. Customer will not be returning the device for analysis.